Event description:
It was reported that the user broke her foot and toes after a powered wheelchair drove forward into the cabinets. A medical doctor assess the user but the user did not seek further medical intervention. Should additional relevant information become available, a supplemental report will be submitted.